Manufacturer narrative:
Batch review performed on 22 october 2019. Lot 1811183: 129 items manufactured and released on 12-feb-2019. Expiration date: 2024-01-28. No anomalies found related to the problem. To date, 84 items of the same lot have been already sold without any similar reported event. Another device involved in the event. Ball heads: cocr 01.25.012 cocr ball head 12/14 ø 28 size m 0 (k072857). Batch review performed on 22 october 2019. Lot 1810701: 120 items manufactured and released on 23-apr-2019. Expiration date: 2024-04-09. No anomalies found related to the problem. To date, 93 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month after primary surgery, complaining of pain due to lack of healing on the wound site. The surgeon performed a washout and revised the medacta 28mm cocr head m with a medacta 28mm cocr head m and the medacta versafitcup dm liner hc 56/28 with a medacta versafitcup dm liner hc 56/28 due to suspect of infection. No deep infection confirmed during and after surgery. The surgery was completed successfully.